Event description:
Customer reported fluid was leaking from the reagent probes when using the unicel dxc 660i synchron access clinical system. Fluid leaked onto the reagent probe drip tray then down into the reagent compartment; fluid was observed on the reagent cartridges in the reagent compartment. The customer was wearing personal protective equipment, lab coat, gloves and protective eyewear. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the reagent syringe, the 3-way valve, and the a/b valve. No further leaking was observed following replacement of the parts. Identification of failure mode: the failure mode is unknown. Multiple parts were replaced and a specific cause cannot be determined. No erroneous results were generated. A leaking reagent probe can impact any or all cartridge chemistries, including critical chemistries (B)(4).